Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of essure"), intra-abdominal haemorrhage ("abdominal bleeding"), pelvic inflammatory disease ("acute pelvic inflammatory") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included cramp in lower abdomen, depression, allergy to arthropod sting and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In 2015, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), urinary tract infection ("infection (bladder/urinary tract/vaginal) urinary tract/vaginal) type: uti"), vaginal discharge ("vaginal discharge") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic inflammatory disease, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, headache, dysmenorrhoea, vaginal discharge, depression and anxiety outcome was unknown and the intra-abdominal haemorrhage, pelvic pain, dyspareunia, migraine and genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, intra-abdominal haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of essure"), intra-abdominal haemorrhage ("abdominal bleeding") and pelvic inflammatory disease ("acute pelvic inflammatory") in an adult female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included cramp in lower abdomen, depression, allergy to arthropod sting and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("severe pelvic pain/pain"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) urinary tract/vaginal) type: uti") and vaginal discharge ("vaginal discharge"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic inflammatory disease, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, headache, dysmenorrhoea and vaginal discharge outcome was unknown and the intra-abdominal haemorrhage, pelvic pain, dyspareunia and migraine had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, headache, intra-abdominal haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff's fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia, infection (bladder/urinary tract/vaginal) urinary tract/vaginal) type:type: uti, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, abdominal bleeding were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of essure"), intra-abdominal haemorrhage ("abdominal bleeding"), pelvic inflammatory disease ("acute pelvic inflammatory") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included cramp in lower abdomen, depression, allergy to arthropod sting and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In 2015, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), urinary tract infection ("infection (bladder/urinary tract/vaginal) urinary tract/vaginal) type: uti"), vaginal discharge ("vaginal discharge") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic inflammatory disease, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, headache, dysmenorrhoea, vaginal discharge, depression and anxiety outcome was unknown and the intra-abdominal haemorrhage, pelvic pain, dyspareunia, migraine and genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, intra-abdominal haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding, depression and mental anguish. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), dyspareunia ("dyspareunia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, dyspareunia and menstrual disorder outcome was unknown. The reporter considered device dislocation, dyspareunia, menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.